Event description:
The patient had their vns generator replaced for eri being at yes. The explanted generator was returned for product analysis. The elective replacement indicator was confirmed to be set to yes and the device continued to function. An open can measurement of the battery voltage level verified that the battery was partially depleted. Supply current 1ma was over the limit on the automated post burn-in electrical test analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. Using the lower r35 resistor value, the device met the specification requirements of the automated post burn-in electrical test. The out-of-limit supply current 1ma could potentially be a contributing factor to the eri condition of the battery although it was also an expected event due to the battery longevity calculation.